Event description:
Boston scientific received information that this patient's home monitoring system detected an out of range low pacing impedance of less than 200 ohms on this right ventricular (rv) lead. The lead's shocking impedance measurements are all still within normal range. To date, the lead remains implanted. No adverse patient effects were reported.

Event description:
Additional information became available that another alert was detected by the patient's home monitoring system for low pacing lead impedances. The shock impedances have been declining as well, but are still within range. The patient's intrinsic amplitude measurement was 12.9mv previously and now down as low as 6 to 11 mv since the patient recently had a mitral valve surgery, they no longer need pacing and the device is programmed aai. There are no plans for intervention at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.